Manufacturer narrative:
The manufacturer received additional information on nov. 05, 2019 identifying that the site cannot provide any further information regarding this event. The site indicated the have managed the problem and that this was a generalized problem and not an isolated issue. No further information was received. Because there is no information the manufacturer has still not been able to perform any investigations. Without the device serial number the device history records cannot be reviewed. At this time the root cause of the thrombocytopenia and any possible valve relationship cannot be established.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was notified of an event involving a patient who received a perceval sutureless aortic heart valve. The site reported the patient had thrombocytopenia post operatively. After 4 weeks the issue had not resolved and the patient is in the uci. No further information was received.